Manufacturer narrative:
Results: main footboard module.

Event description:
It was reported by service report that the scale would not zero. It is unk if there was pt involvement or if there are adverse consequences to report.